Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
It is unknown if this replacement 13.5 diopter lens remains implanted. It is unknown what malfunction is alleged against this replacement lens. The attached photo indicates that the15.0 lens was explanted (out) and this13.5 was implanted (in). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been (B)(4) other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) malfunctioned. Additional information received reports the lens was exchanged in a secondary procedure.